Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 121mg/dl. The customer continued to use the pump for insulin therapy. Upon follow up, it was reported the issue was resolved.